Event description:
Baxter france reported "the clamp is not watertight" of the transfer set. This was noted during use with no patient injury or medical intervention required according to the international complaint coordinator.